Manufacturer narrative:
The biomedical engineer reports that the screen went blank (black). The touchscreen was still operational. A loaner was sent to the customer. The product involved in this event has been returned, evaluated, and the reported problem was confirmed. The inverter pcb was replaced which resolved the issue. The device was tested and all steps in the maintenance check sheet were completed per service manual. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that the screen went blank (black). The touchscreen is still operational.